Manufacturer narrative:
Results of investigation: vyaire medical received the suspect device for investigation. Failure analysis laboratory performed an investigation however, the exact root cause could not be determined as there was no performance issues found. Unit is working according to its specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However the unit was cycled 10 times and sent the logs to tech support for evaluation. Advised to replace the inspiration block. After inspiration block replacement, the unit passed all calibrations test, 2 point o2 calibration, circuit test and verification. The issue resolved and the unit worked according to its specifications. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 401 - "inspiration valve or device leaky. Furthermore, there was no patient associated with the event.